Event description:
It was reported to philips that the device gave messages that the paddles/cables are not connected, with an error f0007 in the device log which would resolve when the cable was wiggled. There was no reported patient involvement.